Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 150 mcg via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient was receiving effective therapy for about 2 months and then started noticing intermittent spasticity with discomfort. A catheter study was performed and the healthcare provider (hcp) was able to aspirate 1 ml from the catheter access port (cap) but it was "a challenge". An exploration of the catheter was performed on (B)(6) 2020 and a possible kink was noted at the colette. The catheter appeared to be wrapped tightly around the colette in the pump pocket. 7 cm of excess catheter from the spinal segment and 7 cm of excess catheter from the pump segment were trimmed and the colette was removed. A new colette was placed. The hcp was then able to aspirate 1 ml from the cap easily. The explanted catheter pieces and colette were discarded by the hcp as they felt that there was no reason to send the trimmed catheter piece. The issue was considered resolved at the time of the report. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported.